Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the restenosed circumflex artery, the nc trek balloon dilatation catheter (bdc) was loaded onto the guide wire and while being advanced without resistance outside the anatomy the hypotube shaft broke/separated; the device was removed without issue. There was no patient interaction. A different device was use in the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.